Event description:
The patient's battery went into an overdischarged state due to her not recharging the device. Her neurostimulator was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4): overdischarge. Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.